Event description:
Lia triggered due to a combination of elevated sic and lfp episodes. It has triggered a couple previous times and the patient has not been into clinic since the original lia triggered ,in (B)(6) 2020 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).